Event description:
Pursuant to info received from the physician, the pt was bilaterally implanted with gels on 9/11/96. Subsequently, the physician noted that the pt developed infections, capsular contracture and silicone granuloma in both breasts and removed the prosthesis on 10/22/96. The physician also noted that the pt was experiencing auto-immune symptoms. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.